Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary fully covered stent rmv was implanted to treat a stricture in the common bile duct during biliary stent placement procedure on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician deployed the wallflex¿ biliary fully covered stent rmv; however, the stent wire appeared to be distorted. The physician confirmed that even though the stent was distorted, he felt comfortable leaving the stent implanted inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.